Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under the lifevest. The patient reported that the lifevest was rubbing her skin. The patient reported a 4" affected area on the left side of her abdomen and a 2" affected area on the lower abdomen. The patient reported applying saline, patting the area dry, and applying medicated xeroform gauze. Follow-up indicated that the irritation was healing.